Manufacturer narrative:
This report is based on the solely on the customer reported issue. Customer added the unit was serviced by a third party and found to be in working condition. A DHR review could not be performed because the serial number of the unit was not provided. Complaint review, for the past 12 months, did not find similar complaints for similar devices. Manufacturer reference file #: (B)(4).

Event description:
Customer reported there is no alarm when one of the gas lines is removed. The issue was discovered during maintenance, and no patient incident was reported.